Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl treated with manual injection shots. Patient's other blood glucose value: 200 mg/dl. Customer also reported blank display due to being exposed to sweat. Reportedly, she had battery out limit, low battery, low reservoir battery is in for about an hour then screen goes blank about 1-2 months ago had moisture. She placed took battery cap off then put back on and pump worked. The pump did not pass self test due to partial screen (spots on screen). Troubleshooting was declined by troubleshooting for low battery, low reservoir, high blood glucose values and battery out limit. The customer was treated with manual injection. The device is expected to be returned for analysis.